Event description:
Ous MDR - after an implantation period of approximately 31 months, oversensing and noise with inappropriate shock was reported. No details of a revision were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Thus the analysis is based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms confirmed the presence of noise on the rv channel which led to shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2018 - on (B)(6) 2018 oversensing was observed during a scheduled follow up. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated. As of today, the medical device is still not available for analysis, therefore the device itself could not be investigated. The new provided data were analyzed showing noise artefacts on the rv channel as already observed in 2017. Furthermore the shock continuity trend curve demonstrated a varying progression between 80 ohms and 500 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.